Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that top of the reservoir compartment was missing and cracked on the back of insulin pump. The insulin pump received low battery alarm and diminished battery life. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Pump passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.